Manufacturer narrative:
Product has been received by MFR, however, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
This event is reported as: the customer inspected the seal on the package and questioned whether or not it was sealed properly. Customer also reported that there seemed to be small holes where light is shining through the blister packs. This issue was discovered prior to use.